Manufacturer narrative:
A supplemental report is being submitted for investigation summary. Product event summary: the controller ((B)(6)) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or a servicing issue. Review of the available autologs report revealed two (2) controller power up events with associated pump start events were logged on (B)(6) 2026 at 21:31:02 and on (B)(6) 2026 at 20:58:27, indicating losses of power to the controller. Prior to the first loss of power, (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). After the first loss of power, no power source was connected to power port one (1) and a power adapter was connected to power port two (2). Prior to the second loss of power, (B)(6) was connected to power port one (1) and (B)(6) was connected to power port two (2). After the loss of power, (B)(6) was connected to power port one (1) and a power adapter was connected to power port two (2). The controller was without power for approximately twenty-eight (28) seconds and twelve (12) seconds, respectively. As a result, the reported loss of power event was confirmed. Of note, raw log files were not available. The most likely root cause of the controller loss of power event can be attributed to a disconnection of both power sources by the patient, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this c apa is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the controller exhibited a couple of unexpected losses of power due to user's error. The patient performed a battery exchange at home when both power sources were inadvertently disconnected due to incorrect operation, resulting in the loss of power and temporary vad stoppage. It was noted that there was no reported change in the patient's condition. The controller remains in use.